Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a branch graft to external iliac interventional procedure. Reportedly, one device did not obtain pulsatile flow through the marker lumen. Resistance was also noted when advancing the device possibly due to patient's anatomy. The sheath was upsized to greater than 8.5f and the branch graft to external iliac interventional procedure was completed. The sutures of a new proglide device were attempted to be pre-placed; however, the device was kinked, difficult to remove but ultimately successfully removed. A 16f sheath was placed to gain control of blood loss. A cut down was performed to repair the artery, remove the 16f sheath safely and surgically close the vessel. There was clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis, and visual and functional inspections were performed on the returned device. The device deformation/kink was confirmed as the sheath kink. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of tissue damage (vascular injury) is listed in the proglide instructions for use, as a potential adverse event. The reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.